Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for slanting stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and slanting stopper was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for slanting stopper with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and slanting stopper was observed. Root cause description: based on the investigation, the potential root cause for the cocked stopper is improper assembly at the hull, where the stopper is pushed into the cap by the plate during evacuation. If a stopper goes into the lid crooked or if the lid is damaged it can potentially go into a tube this way. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had a slanted stopper.